Manufacturer narrative:
One sample was received in used condition with the original packaging opened. One photo was included for evaluation, photo showed the complaint sample. Visual inspection show no visual defects were detected. Based on the analysis performed on the sample provided, no root cause could be determined since the complaint was not confirmed. A device history record (DHR) review cannot be performed because a lot number was not provided.

Event description:
It was reported that while in use with the patient, the cuff leaked. Resolution and adverse effects are unknown.

Manufacturer narrative:
Other text: d4: lot number, expiration date and h4: manufacture date are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.